Event description:
It was reported that the valve no longer functioned properly and the device was revised. No other info was provided by the customer but it is believed that there may have been flow difficulties.